Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
A meter to lab meter comparison test was done in which the reporter tested in a fasting state, and got a result of 88 mg/dl. He ate, and 1.5 hours later, went to the lab and got a meter result of 228 mg/dl. He stated that he felt tired and sleepy. On follow-up, reporter said that he had gone back to the lab for a routine test. The lab did 1 fingerstick and tested his meter with a result of 227 mg/dl. The lab meter (type unknown) got a result of 228 mg/dl. The lab also drew venous blood and got a similar result. A control solution test was within range 116 (90-135).